Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a thoracic arch aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system devices, gore® viabahn® endoprosthesis with heparin bioactive surface and gore® excluder® iliac branch endoprosthesis (ribs procedure). After two gore® tag® conformable thoracic stent graft with active control system devices were advanced through a gore® dryseal flex introducer sheath and implanted, the blood pressure dropped. Upon performing an angiography of the descending aorta, a dissection was identified at the distal tortuous segment of the descending aorta. A non-gore stent graft and a non-gore petticoat device were implanted to cover the dissection. Afterwards, the blood pressure became stable. The patient tolerated the procedure. The physician stated that there was resistance at the site where the dissection was identified when the gore® dryseal flex introducer sheath was inserted. The physician also stated that an angiography performed before the gore® tag® conformable thoracic stent graft with active control system devices were implanted was re-reviewed, and it revealed the retrograde dissection. The physician further stated that the gore® tag® conformable thoracic stent graft with active control system devices were implanted from zone 0, and that the blood pressure dropped because the dissection extended distally and the true lumen was narrowed.